Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. During inspection and testing, the allegation of positive contaminates was not reproduced; however, there is a chance that could have occurred. In addition, the bending section cover glue separated. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for two (2) colony forming units (cfus)/ endoscope of coagulase-negative staphylococci. Overall, the results are in conformance with the requirements. A definitive root cause for this issue was not established. The relationship between the subject device and the bacteria detection cannot be determined. Based on the cleaning sterilization and disinfection (cds) checklist, it was confirmed that there was no obvious deviation in reprocessing from the instruction manual. As a result of the device inspection results, there were no abnormality found at the position related to the bacteria detected position. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) used was cantel steris isa with enzymex l4 detergent and rapicide a and b disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant was controlled. The water quality was controlled, and the water filter was replaced periodically in accordance with the instructions for use. The device was dried by being blown by filtered compressed air and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a routine microbial control, the evis eus ultrasound gastrointestinal videoscope tested positive for contaminates. On (B)(6) 2023, all channels tested positive for 6 colony forming units (cfus) of micrococcaceae and staphylococcus coagulase. On (B)(6) 2023, the operating channel tested positive for greater than 100 of micrococcaceae and staphylococcus coagulase. On (B)(6) 2023, the air/water channel tested positive for 6 cfus of micrococcaceae and staphylococcus coagulase. On (B)(6) 2023, the suction channel tested positive for 11 cfus of staphylococcus coagulase. On (B)(6) 2023, the endoscope tested positive for greater than 100 cfus of micrococcaceae and staphylococcus coagulase. On (B)(6) 2023, the endoscope tested positive for 11 cfus of staphylococcus coagulase. On (B)(6) 2023, the total channel tested positive for greater than 100 cfus of micrococcaceae and staphylococcus coagulase. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.